Event description:
It was reported that during an esophagectomy procedure, firing knob was hard to fire. The doctor checked the site after firing and found that the staples malformed (both legs nonconforming) circumferentially. Additional circumferential suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/27/2008. Information anticipated, but unavailable at this time.